Manufacturer narrative:
Investigation summary it was reported that a patient underwent supraventricular tachycardia (svt) procedure with a decanav electrophysiology catheter and there was foreign material on usable length of catheter. It was reported that during the ablation procedure, the catheter would not go through the sheath. It was taken out and a piece of fiber was connected. The device was returned, and no damages were observed, however, the customer returned two samples with the material reported. During the second visual inspection on (B)(6)2019 , the electrodes #9 and #10 were found lifted. Then, the electrodes outer diameter was measured, and the two damaged electrodes were found out of specifications. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign materials were primarily composed of a biological ¿ based material, presumable human tissue. A manufacturing record evaluation was performed for the finished device [30220743m] number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the lifted electrodes and the biological material found cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling and manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent supraventricular tachycardia (svt) procedure with a decanav electrophysiology catheter and there was foreign material on usable length of catheter. It was reported that during the ablation procedure, the catheter would not go through the sheath. It was taken out and a piece of fiber was connected. The issue was resolved by changing the catheter to another one. No patient consequence was reported. The issue of foreign material on the usable length of catheter was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on july 11, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. Material in question was hanging loosely on the distal tip and when removed from the return bag it fell off. The device was received in the condition reported. Therefore, the reportability remains assessed as reportable.